Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the coating of the connecting tube peeling off could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and leakage, which was found at receipt inspection of the device, was confirmed due to distortion of the forceps channel port. There were few additional findings. The bending angle in the upward direction did not meet the standard value. There were scratches on the image due to damage of the charged couple device (ccd) unit. There was corrosion due to the water leakage in the ultrasonic connector. The grip part was broken and there was a crease in the connecting tube. The number of ultrasonic loss elements exceeds the specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The company representative reported that there was an air/water leakage from the forceps rubber of the evis lucera ultrasonic bronchofibervideoscope. The event was identified during receipt inspection of the returned loaner device. There was no patient involvement. A device evaluation revealed, the coating of the connecting tube was peeled off (more than 1 millimeter square). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.